Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was going to final tighten the screw but the final tightener was stripped and he was unable to tighten with the torque driver. Surgeon had to ¿white knuckle¿ tighten the set screws down. The instrument did not strip in surgery. The driver must have stripped from normal wear and tear.